Manufacturer narrative:
Investigation summary: a 30842e-0006 sample was not available for investigation of this feedback, however the customer confirmed that an occlusion was observed. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20096955 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the reported issue in this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 30842e-0006 device in the past 12 months.

Event description:
It was reported that the pca smbore ss cv was clogged/blocked/occluded. The following information was provided by the initial reporter: clinician unable to run line line through due to unspecified blockage.